Event description:
Received information that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve (psol). Device passed all tests.

Manufacturer narrative:
(B)(4) .